Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, non penetrating nicks, crease fold, and white calcification on 30% of the surface of the shell. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a sharp crease opening on posterior. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp crease opening on the posterior assessed as a fold flaw opening.

Event description:
Healthcare professional reported left-side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left-side deflation. Device has been explanted.